Event description:
It was reported that the device is displaying an excessive battery discharge within a short time frame. At the previous follow up device longevity was estimated at just over a year. Now the device is estimating the longevity of less than four months.